Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. This complaint is being closed due to lack of information from the customer after 3+ attempts were made to obtain the relevant information and no further feedback from the customer has been received. A supplemental report will be submitted if additional information is provided. H3 other text : not returned to manufacturer.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had a gas loss in the circuit alarm and that the catheter burst. Nurse called regarding a gas loss in the circuit alarm that recently happened. She said this was the first time for this alarm and the catheter was placed yesterday. Prior to the call she had confirmed the tubing was clear and connections were tight. She had pressed iab fill and the alarm continued. She had attempted that approximately 4 times prior to calling the clinical line. At the time of the call, she had already switched pumps. She confirmed the patient was on a ventilator with 8 of peep, she was recommended to decrease the augmentation by 2 bars and pressing iab fill and restarting the pump. The alarm continued. She was then recommended to lower the head of bed and log roll the patient so that the insertion site (left groin) was as flat as possible, then press iab fill and restart the pump. After several more minutes after she restarted therapy, the alarm did not return. There was no patient harm. Reference mfg report number 2248146-2023-00569 for related catheter.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had a gas loss in the circuit alarm. Nurse called regarding a gas loss in the circuit alarm that recently happened. She said this was the first time for this alarm and the catheter was placed yesterday. Prior to the call she had confirmed the tubing was clear and connections were tight. She had pressed iab fill and the alarm continued. She had attempted that approximately 4 times prior to calling the clinical line. At the time of the call, she had already switched pumps. She confirmed the patient was on a ventilator with 8 of peep, she was recommended to decrease the augmentation by 2 bars and pressing iab fill and restarting the pump. The alarm continued. She was then recommended to lower the head of bed and log roll the patient so that the insertion site (left groin) was as flat as possible, then press iab fill and restart the pump. After several more minutes after she restarted therapy, the alarm did not return. There was no patient harm. Related complaint iab complaint (B)(4) / onesupport::499959